Event description:
It was reported that a user experienced elevated blood glucose around 360 mg/dl while using the ilet on their first day; the user initially reported announcing a meal, but follow-up review indicated a missed meal announcement, and there were no alerts or alarms reported. Symptoms included hyperglycemia without reported distress. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to determine a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established.